Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient reports pain in thigh/hip area. Additionally reported rash on buttocks and legs, drained cyst, elevated cobalt and chromium levels; and metallosis, thinning of bone around prosthesis. Doi: (B)(4) 2004 - dor: none reported. Update: (B)(6) 2013 - the complaint has been reopened because the patient reported that her right hip was revised on (B)(6) 2013, due to limping/inability to bear weight, pain, and elevated metal ion levels. She also indicated that she had a fractured implant. Even though no information was provided regarding which implant fractured, it is reasonable to conclude it was the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.